Event description:
"The arthroplasty was revised due to loosening of the tibial and patellar components with instability of the joint. The components were implanted in situ for 0.67 years. The patient presented with a ucla score of 5 three months prior to revision surgery. Note: medical records and x-rays were not provided to stryker for review.